Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed, the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus australia, there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit, due to the unexpected stress being applied to the camera head by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that there was the image failure of the subject device at the maintenance. During the incoming inspection for repair at olympus australia, it was found that the endoscopic image was not displayed and the ccd had failure. There was no report of patient injury associated with this event.